Event description:
Eval revealed that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime alarms. The pump was primed successfully with no alarms occurring.